Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing and lead noise that were detected as vf episodes. X-ray did not reveal any lead anomalies. No noise or impedance changes were observed during arm movement or pocket manipulation. The physician reprogrammed the device as recommended. The patient was stable and discharged home after the event.